Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. Pt reported they were attempting to charge their implant and por message displayed on their recharger. Patient services (ps) was attempting to confirm if it was an informational por or a warning por and before pt could confirm, pt stated the message cleared and they were able to start charging. Ps reviewed that this was most likely an information por. Pt stated this first happened about 2 weeks ago. Pt mentioned they were unable to call ps when it first happened about 2 weeks ago because they were having some "other medical issues". Pt does not currently have a managing physician but stated their primary care physician is (B)(6). No patient symptoms were reported.